Event description:
Information was received indicating that this ambulatory infusion pump lost its programmed settings. The patient switched to their back-up pump without incident. No additional adverse patient effects were reported.